Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection/requiring medical intervention. Device issue: none. It was reported via an article, that during a flexi-cut study, directional atherectomy of a lad or lcx ostium stenosis was performed in 30 pts. Overall, the rate of atherectomy induced compilation was very low. Type a-c dissection occurred in 56.7% (17 pts) of the pts. There were no device malfunctions reported in regards to these procedures. No add?l event or info is available.

Manufacturer narrative:
The pt and device codes in h10 were coded by the MFR. During processing of this complaint, qa attempted to obtain complete event info, including pt info and pt status, from the hosp, field contact or dist. Results and conclusions summation: per the instructions for use, coronary vessel dissection is 1 of the known adverse events that may be associated with the use of a coronary atherectomy device. In addition, based on the case description, "there were no device malfunctions reported in regards to these procedures." A thorough analysis of the incident circumstances could not be performed because the devices were not returned and no determination can be made as to the root cause of the reported discrepancy.